Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose around (B)(6) 2017 with blood glucose of 32 to 56 mg/dl at the time of the incident. The customer used glucose and carbs to treat. The customer was trying to figure out why their insulin was being used up too quickly. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer also inquired about the set recall as they were using the recalled sets. The insulin pump will not be returned for analysis.